Event description:
Patient on arctic sun® 5000 for temperature cooling. Patient had not reached the temperature goal for cooling. Display alert/code 113. Nurse unable to resolve to fix the issue. Health care providers notified help line and instructed them to change machine out and send to biomed for evaluation.